Event description:
This is a spontaneous report received from global pharmacovigilance and is a report from a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested as hazy drain. The cause of the peritonitis was did not wear a mask. The patient was treated with ceftriaxone, azithromycin, and co-amoxiclav (dose, frequency, and routes not reported) for the peritonitis. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Further information was received from the nurse. On (B)(6) 2012, training on proper aseptic technique was started. The patient was again taught about the importance of wearing a mask and proper handling of peritoneal dialysis. On (B)(6) 2012, the patient was discharged with clear effluent and take home medications. The patient recovered from this event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique was confirmed, because it was reported by the nurse that the patient did not wear a mask. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.